Manufacturer narrative:
Correction to initial report- date of this report: (B)(6) 2014. Further information indicated a vitrectomy was performed. It was unclear which intraocular lens (iol) it was associated with. Therefore it is included with this MDR as well as 2648035-2014-00537. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
Further information indicated a vitrectomy was performed. It was unclear which intraocular lens (iol) it was associated with. Therefore it is included with this MDR as well as 2648035-2014-00537.

Event description:
It was reported that intraocular lens (iol) tore after insertion in patient's right eye. Incision was enlarged to remove the lens. No vitrectomy was performed. An additional lens was attempted with the same result, additional iol tore and incision was again enlarged. Patient was noted to have recovered with an outcome that does not significantly interfere with the activities of daily life. No further information was provided. Additional lens will be submitted in a separate emdr.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturer. The manufacturing records were reviewed. All process operations in the manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.